Event description:
A doctor alleged that a distal locking screw for a patient's precice nail had come loose.

Manufacturer narrative:
The doctor reinserted the loose distal locking screw into the patient's left femur, without incident. To date, the patient is doing fine.